Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when rotating the tuning dial on a 9mm x 80mm smart control vascular self-expanding stent (ses) delivery system, there was no sensation of the outer sheath retracting, and the stent could not be deployed at all. After continued rotation, the tip of the outer sheath retracted slightly, but the sheath subsequently tore at the mid-shaft. Stent placement was abandoned, and retrieval was attempted; however, the torn shaft tip became caught and could not be advanced into the 6f non-cordis sheath. When pulled more firmly, the inner shaft also tore. The device was ultimately pushed from the left dorsalis pedis artery access, allowing retrieval of the torn outer sheath, including the stent portion. A 9mm x 80mm smart radianz ses delivery system was then used as a replacement to treat the lesion. This was during a procedure to place a stent in the left external iliac artery. The target vessel exhibited severe calcification and severe tortuosity around the aorta junction, with 100% stenosis. A right femoral crossover approach was initially made; however, due to significant calcification at the aortic bifurcation, the left dorsalis pedis artery was accessed. An unknown guidewire was advanced in a pull-through fashion. The device was stored per the instructions for use (IFU). The tuning dial was rotated in a clockwise direction without any resistance. The handle of the delivery system was held flat and straight outside of the patient, and slack in the delivery system was removed prior to attempted deployment. The stent was not partially deployed in the patient during the procedure. The device was returned for evaluation. A non-sterile ¿pkg assy 9x080 smart vas 80cm¿ was received for analysis inside of a plastic bag. The device was unpacked for product evaluation. A distinct separation of the outer sheath was identified approximately 72 cm from the distal end. The wire lumen assembly was detached from the device and was not returned for analysis. The stent was also not included in the shipment. No additional notable conditions were observed. Dimensional analysis of the wire lumen could not be performed due to its absence. Dimensional measurements were completed on the outer sheath to verify inner and outer diameter. Measurements taken near the separation were within specification. Functional testing related to insertion and withdrawal could not be performed due to the device¿s condition. A limited functional assessment of the handle mechanism was conducted to evaluate the tuning dial. Because the outer sheath was separated, only a simulation was performed. The tuning dial and deployment lever had been repositioned back into the manufacturing position. The tuning dial was rotated clockwise as indicated, followed by pulling back the deployment lever. The mechanism functioned as expected, with no abnormalities noted. The separated edge of the outer sheath was examined using a vision system. Evidence of elongation and plastic deformation was observed. These findings are consistent with material behavior associated with tensile and torsional overload, indicating the device was subjected to forces exceeding the material¿s yield strength prior to separation. The reported events of ¿outer sheath separated, inner shaft separated, stent delivery system (sds) withdrawal difficulty through guide/sheath and stent delivery system (sds) deployment difficulty unable¿ are most consistent with excessive mechanical stress applied to the delivery system during use in a severely diseased and anatomically complex vessel. However, the exact causes cannot be conclusively determined. The left external iliac artery demonstrated severe calcification, marked tortuosity, and a complete occlusion, all of which significantly increase resistance and deformation forces along the catheter shaft. These conditions can contribute to elevated tensile and torsional loads on the outer sheath during tuning-dial rotation and attempted deployment. The returned device presented a mid-shaft sheath separation with elongation and plastic deformation, findings characteristic of tensile and twisted overload beyond material yield strength. The inability to retract the sheath, then subsequent tearing of both the outer sheath and inner shaft, and the difficulty withdrawing the damaged system are all compatible with overload forces encountered within a highly resistant vascular pathway. As stated in the warnings/precautions in the IFU ¿safety and effectiveness has not been demonstrated in patients with: lesions that are either totally or densely calcified.¿ according to the instructions for use, which is not intended as a mitigation of risk, ¿advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Post-deployment stent dilatation: advance the deployment lever to its pre-deployment position (figure 1) while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then turning the dial counter-clockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is resheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire, into the catheter sheath introducer and out of the body. Remove the delivery device from the guidewire.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when rotating the tuning dial on a 9mm x 80mm smart control vascular self-expanding stent (ses) delivery system, there was no sensation of the outer sheath retracting, and the stent could not be deployed at all. After continued rotation, the tip of the outer heath retracted slightly, but the sheath subsequently tore at the mid-shaft. Stent placement was abandoned, and retrieval was attempted; however, the torn shaft tip became caught and could not be advanced into the 6f non-cordis sheath. When pulled more firmly, the inner shaft also tore. The device was ultimately pushed from the left dorsalis pedis artery access, allowing retrieval of the torn outer sheath, including the stent portion. A 9mm x 80mm smart radianz ses delivery system was then used as a replacement to treat the lesion. This was during a procedure to place a stent in the left external iliac artery. The target vessel exhibited severe calcification and severe tortuosity around the aorta junction, with 100% stenosis. A right femoral crossover approach was initially made; however, due to significant calcification at the aortic bifurcation, the left dorsalis pedis artery was accessed. An unknown guidewire was advanced in a pull-through fashion. The device was stored per the instructions for use (IFU). The tuning dial was rotated in a clockwise direction without any resistance. The handle of the delivery system was held flat and straight outside of the patient, and slack in the delivery system was removed prior to attempted deployment. The stent was not partially deployed in the patient during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when rotating the tuning dial on a 9mm x 80mm smart control vascular self-expanding stent (ses) delivery system, there was no sensation of the outer sheath retracting. After continued rotation, the tip of the outer heath retracted slightly, but the sheath subsequently tore at the mid-shaft. Stent placement was abandoned, and retrieval was attempted; however, the torn shaft tip became caught and could not be advanced into the 6f non-cordis sheath. When pulled more firmly, the inner shaft also tore. The device was ultimately pushed from the left dorsalis pedis artery access, allowing retrieval of the torn outer sheath, including the stent portion. A 9mm x 80mm smart radianz ses delivery system was then used as a replacement to treat the lesion. This was during a procedure to place a stent in the left external iliac artery. The target vessel exhibited severe calcification and severe tortuosity around the aorta junction, with 100% stenosis. A right femoral crossover approach was initially made; however, due to significant calcification at the aortic bifurcation, the left dorsalis pedis artery was accessed. An unknown guidewire was advanced in a pull-through fashion. The device was stored per the instructions for use (IFU). The tuning dial was rotated in a clockwise direction without any resistance. The handle of the delivery system was held flat and straight outside of the patient, and slack in the delivery system was removed prior to attempted deployment. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.